Event description:
It was reported that the device would not cross. Plain old balloon angioplasty was performed. No adverse patient effects were reported. No additional information was provided. This is being filed based on analysis of the device, which revealed the balloon material was peeling.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the stent and balloon, which is consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent was stationary on the tightly folded balloon, but not between the markers. The distal end of the stent was located 5 mm distal to the distal balloon marker. The proximal end of the stent was located 5 mm distal to the proximal balloon marker. There was one bent strut in the first row of distal struts. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a tear in the distal end of the tip and multiple kinks and bends in the hypotube. The tip length was measured and met manufacturing criteria. The stent outer diameters were measured and were found to be oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is likely that the sds met resistance during the attempt to cross the lesion, resulting in the stent strut flaring, tip damage, and kinks in the hypotube as extra force may have been applied. Additionally, during retraction, the stent likely met additional resistance, resulting in the stent moving distally on the balloon. Analysis noted three strings of balloon peeling distal to the proximal balloon marker. There was a scratch in the balloon at the peeling 3 mm distal to the proximal marker. The balloon peeling and scratch appear to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. It is likely that the balloon peeling occurred during the failed attempt to cross the lesion. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. In this case, the reported failure to advance and noted damages to the sds appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.